Event description:
It was reported during in clinic follow up that the right ventricular lead displayed loss of capture, low r-wave sensing amplitudes. The atrial lead also showed low p-wave sensing values. Fluoroscopy revealed that the rv lead was dislodged. During lead revision, the helix of the rv lead could not be retracted. The product was explanted and successfully replaced. The atrial lead was also removed. There were no patient consequences.